Event description:
Ceramic fragment broken off during use and was retrieved from the joint, without injury to the patient. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.